Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6947, implantable tachy lead, (B)(6) 2012; d334drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was experiencing high thresholds and intermittant capture due to a possible dislodgement. The lead was programmed off. The lead remains in the patient. The patient will continue to be monitored, and no further intervention is planned at this time. No patient complications have been reported as a result of this event.